Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittently a minimum fill notification occurred. After the user filled the cartridge with 300 units of insulin, during the load sequence with multiple cartridges. Customer either reloaded the existing cartridge, or loaded a new cartridge to resolve the issue. There was no adverse impact on customer's blood glucose level.